Event description:
Per provide the unit has low o2. Per independent repair center statement that unit has low o2 or yellow light. Additional malfunctions were (B)(4) sieve bed low o2 and (B)(4) pe valve alarming.